Event description:
It was reported that a pump improperly shut down. It was also reported that the ok key on a pump keypad is inoperable.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. An improper shutdown could not be reproduced, however, review of the device history log found multiple occurrences of an improper shutdown. The device was tested for 48 hours and no keypad output response anomalies were observed, and all keys performed as expected. The date of event is unk.